Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Date of event: date of device breakage is not known. Implanted date: date of implant reported as approximately two (2) months prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2017. The patient was implanted with a 3.5mm locking compression plate (lcp) medial distal tibia plate approximately two months prior to removal and, per the surgeon, was non-compliant and the plate broke. The patient was revised to a similar plate. Surgery completed successfully with no delay. Concomitant devices reported: screws (part number unknown, lot number unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 238.707 lot number: 6836135 part mfg date: 16-dec-2011 part exp. Date: n/a (for sterile product) manufacturing location: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp medial distal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.